Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - was re-suture done during the same procedure? - are any plans in place to remove the foley? - was there any adverse consequence associated with the patient? - please provide the product code and lot number: - was there any medical or surgical intervention performed (re-operation; re-closure; drainage)? If so, please specify. - could you tell me if there was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a ureter repair procedure on an unknown date and suture were used. The suture broke while creating the anastomosis and had to be redone and keep the catheter in for seven days. No adverse patient consequences were reported. Additional information was requested.